Event description:
The customer reported the system was not producing x-rays. Also, an x-ray generator error was displayed during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. No pt injury was reported.